Event description:
"The tubing broke off at the site of one of the luer locks and clamps. It was discovered when checking the IV site where blood leakage was detected." The involved b3316 device set was changed out and replaced with no further problems encountered. The manufacturer's follow-up with the facility reporter verified that there was no patient injury, compromise and or medical interventions associated with the incident. It was also reported that the facility records contained no additional information regarding device usage, set-up, length of time the device set was in use and/or the identity of any concomitant devices/equipment. It was reported that the b3316 device set was discarded. A review of the device performances features and usage requirements was conducted. The results of that analysis did not identify any potential and or contributing root causes. A three (3) year search of the complaint database recorded no additional reports for this model/device. It is unknown if the breakage occurred as a result of set-up, patient movements during transfers and or whether the affected components were subjected to unusual force/handling.